Event description:
Adolescent idiopathic scoliosis - ten years post psf. Patient presented with a draining hip. Ultrasound and MRI scan felt to communicate with the end of the right-sided rod. Patient taken to operating room for debridement of the implants that were felt to be deeply infected. Right sided rod removed.